Event description:
Additional information received 22-may-2020: no damage was noted to the stent or marker bands on removal or to the introductory system. This report being submitted is a follow up report reflect that this file only captures stent migration now (product codes in previous MDR¿s reflected difficult advancement and stent migration. Engineering conformed on 22-jun-2020 that these failures were not related.

Manufacturer narrative:
This report being submitted is a follow up report to reflect that this file only captures stent migration now (product codes in previous MDR¿s reflected difficult advancement and stent migration. Engineering conformed on 22-jun-2020 that these failures were not related.

Event description:
Additional information received 23-jul-2020: no intervention was carried out to retrieve the stent. Reason for reporting has been updated to malfunction report. Investigation conclusions also provided.

Manufacturer narrative:
Device evaluation: 1 x zss-10-3-rb device of an unknown lot was not returned to cirl and unavailable for evaluation. This file is related to (B)(4). Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution zss-10-3-rb devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the zss-10-3-rb device could not be completed as the lot number is unknown. As per instructions for use, ifu0100-1 which accompanies this device, in the potential complications section: additional complications associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ as the device was not returned for evaluation an exact root cause is difficult to determine. It was noted that the user reported resistance when the advancing both the introductory system and stent and that the stent was placed after ¿many difficulties¿ and migrated after 2 days. However no damage was reported to the stent, bands or introductory system. It was noted that no intervention was performed and that the stent was not removed from the patient. Root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, migration is a known potential complication. Summary: complaint is confirmed based on customer testimony. According to the aditional information recieved no further intervention has been done and the patient has not suffered from this procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Additional information received 22-may-2020: no damage was noted to the stent or marker bands on removal or to the introductory system. Investigation is still in progress.

Event description:
Additional information received 22-may-2020: no damage was noted to the stent or marker bands on removal or to the introductory system.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per cc form: "difficult insertion of the double pigtail stent into the scope and later dislocation". As per email from rep: dott. Brosolo told me he doesn¿t remember if the stents were from the same lot. They were used on 2 different patient during the same procedure and had the same problem. Difficult insertion both and 1 dislocated. I confirm first before contact with the patient and second dislocated. No further intervention has been done and the patient has not suffered from this procedure. (B)(4) is dealing with the difficult advancement and stent dislocation. (B)(4) is dealing with the second device with difficult advancement that was noted prior to patient contact.